Event description:
Postoperatively, the patient experienced cardiac arrest (1999), prolonged ventilation requiring a tracheostomy, abdominal distention, renal failure, left phrenic nerve palsy, pneumonia (2 days later), pacemaker implant (same day), polymicrobial septicemia and cardiac decompensation (the next month), hospital acquired endocarditis (candida albicans, the next day). In 1999, tee showed an "independent mobile soft tissue mass" on the lvot aspect on the aortic valve and two mild jets. Following prolonged bed rest and ventilation, the patient developed a large sacral decubitus requiring surgical repair. The patient was discharged to another hospital in november 1999. In 2001, the patient expired secondary to leukemia.(avert)